Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument and the tip cover accessory for failure analysis investigation. The instrument and accessory were analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument underwent external and internal visual inspections, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. The instrument passed the cut test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. Tip cover accessory: the tip cover was found to have tearing at the mouth on the midpoint and proximal end where the instrument inserts. Tears are not axially aligned with the tip cover and measure from 0.66 mm to 0.72 mm in length. There are no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
It was reported that the 8mm monopolar curved scissors instrument was defective. The customer reported event has no report of patient injury.